Manufacturer narrative:
Evaluation summary : it was caused due to a physical damage on the angulation knob. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
During the operation process without violent action , the user found that the angulation knob had been broken. Then the user changed another scope to finish. No harm was caused to the patient and user. After that, the user contacted with the factory to repair. This event occurred at the time of during use. There was no report of patient harm.